Event description:
A physician reported that his patient's generator battery was depleting faster than expected after checking the device during a follow-up visit. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from the date of implant through a recent clinic visit nearly 2 years after implant. The 25% battery remaining indicator was first observed 1.5 years after implant, although only 18% of the battery capacity had been consumed. The 25% battery remaining was observed at clinic visits over the next two months. The intensified follow-up indicator was observed at the following clinic visit 1 month later; however, only 26% of the battery had been consumed. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. There was no evidence that an electrocautery tool came into contact with the device at implant. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Analysis was approved for the returned generator. When received, the final data was downloaded from the generator and reviewed. The data indicated that the generator was pulse disabled due to end of service and could no longer supply stimulation; however, only 30.099% of the battery capacity had been consumed to date. The impedance values of the most recent significant impedance change were within the normal limits. The generator was interrogated, but system diagnostics could not be performed due to the end of service condition. The generator was opened and contaminates were observed on the internal circuitry. With the generator case removed and the battery still attached to the circuitry, the battery measured 1.977 v, confirming the end of service condition. The battery was subjected to electrical testing and failed several tests. Based on the electrical testing results, the contaminates on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery.

Event description:
The patient underwent generator replacement surgery due to low battery. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved for the generator to date. No additional relevant information has been received to date.